Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative tested the equipment. This system was uncrated in boston, ma for a 2-day lab. Upon inspection, the system functioned as normal and the medtronic representative could not recreate the reported issue. He reloaded the pendant firmware as a preemptive measure. Verified the pendant connection was secure and found that a small portion of the cable was zip tied pretty tight. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that when attempting to crate the imaging system, the pendant was showing "system booting please wait." During troubleshooting with technical services (ts), the medtronic representative was walked through accessing remote desktop and the pedant status was a black screen. Shut pendant off and back on through remote desktop and then the pendant showed 2d mode normally. Issue resolved during troubleshooting call. There was no patient present when this issue was identified.